Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken side port issue occurred. The clear irrigation port on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke off. This occurred before the procedure began. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue was resolved. Procedure continued. Additional information was received. The flush tri port (side port - stopcock/three-way valve) was detached from its tubing upon opening. It totally separated. The hemostatic valve did not dislodge inside or outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. It was during preparation. The event was assessed as MDR reportable for a broken side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 03-apr-2023, stating that the issue occurred while upon opening the sheath. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken side port issue occurred. The device evaluation was completed on 13-apr-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the side port/stopcock of the device was broken. This failure could be related to excessive force while manipulating; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).